Manufacturer narrative:
One device was returned for analysis of complaint of cassette sensor error. Review of service history found previous service related to the current complaint. No error codes were found in event log. Confirmed complaint of "cassette sensor" through history review. Multiple "cassette not attached alarms' viewed. Replaced downstream occlusion (dso) to resolve issues with cassette attachment.

Event description:
It was reported that there was cassette sensor defective during testing. There was no patient involvement.